Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Where was the drain placement during surgery? Around liver.. How was the drain secured? Unknown. Was there any issues or complications upon removal of drain? No upon removal. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a liver resection procedure on an unknown date and a drain was used. One week after the surgery, the negative pressure of the drain was released and it was removed, but on the following day, haemorrhage occurred, and the patient went into shock, so re-operation was performed. The patient is in the hospital. Drainage itself worked without malfunction. Further details are not provided. No sample will be returned. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 - device not returned. Additional information provided: the surgeon commented that it is unknown if the product was the cause. [Seriousness] serious. [Surgeon¿s comment] unk. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. What is the reported issue with respect to the reservoir? No issue was occurred with researvior. Why is it believed that the reservoir was the cause of the incident? It is unknown if the product was the cause. What drain was used with the reservoir? 24fr blake silicon drain was used. What is the date of the initial surgery? About 7 days before drain removal. What is the name of the initial surgery? Liver resection. Did the device function properly? Yes, drainage itself worked without malfunction. What is the date / post op date when the problem with suction occurred? No problem with suction. What is the date / post op date when reservoir was removed. Post-op 7 days. Were there any intra-operative complications? If so, what were they? No. How was the product function verified following the first activation? Unknown. Who monitored the reservoir and how often? Unknown, but there was no problem with the suction. Did the reservoir fulfill the need until the date it was removed? Yes. Please provide patient demographic information: age, gender, weight, bmi at the time of the index procedure? Unknown, but there was no special condition for the patient. The surgeon was reluctant tell us the patient information. The diagnosis and indication for the index surgical procedure? Unknown. Were any concomitant procedures performed? Not reported. What symptoms did the patient experience following the index surgical procedure? Onset date? A day after drain removal, the patient showed bleeding. Other relevant patient history/concomitant medications? Not reported. What is the physician¿s opinion as to the etiology of or contributing factors to this event? The surgeon commented that it is unknown if the product was the cause. What is the patient's current status? Recovered after reoperation. Product code and lot number? Product code is 2179, lot number is unknown. If applicable, will product be returned? If so, please provide the return date and tracking information. No sample will be returned. No product is available for return. Note: events reported on: mw# 2210968-2023-01837. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.